Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer had a sensor without a canula. Customer's blood glucose was unknown at the time of the incident. Customer stated the sensor does not have signal. The sensor was worn for two hours and the needle was not intact when removed. The customer was assisted with troubleshooting for insertion techniques. Customer was advised to return the product.